Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error multiple times. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the insulin pump did not beep or vibrate during the self test. Advised the mother that the insulin pump would be replaced. Nothing further was reported.